Manufacturer narrative:
(B)(6) medical regulatory performed a history search of this stroller and found that there were no previous service orders or quotes of replacement parts for this stroller. This is a known issue with the zippie voyage seating system. Past incidents investigated by sunrise medical's quality investigators and r&d engineers have found that there were several human factors involved but none including a malfunction or product defect, such as: improper mounting of the seating system by the care provider, where an audible click is heard when the seat is properly latched to the base. After market hardware used on the latching system which did not sit flush to the base, therefore causing the seat to not latch properly. Straps on the seat back system were not cleared out of the way when the seat was mounted on the base and obstructed the latch from connecting properly. The end user's dealer, (B)(6), was contacted and arrangements were made to have the stroller replaced even though there was no evidence of malfunction or defect found. (B)(6) medical shipped the replacement stroller to the dealer on (B)(6) 2019 and was delivered on (B)(6) 2019. (B)(6) medical also made arrangements with the dealer to have the stroller returned for a full evaluation, however the dealer has not returned it as of yet. If and when the stroller is returned, an evaluation will be performed and a follow up report may be filed to include any new relevant findings from the evaluation.

Event description:
The mother of an end user called (B)(6) medical and reported that while at a (B)(6), she had set up her child into his voyage stroller. She claimed the child was loaded into the chair, strapped in and secure and then started to walk into the shop. Along the way, the mother noticed the seating system beginning to tilt back without input. She got to the doors of the shop, looked away to let a couple leaving, pass by. She stated the child had a rapid tilt back in the seating system, the seating system detached from the base and the child's head hit the concrete, but was cushioned by the head rest. Mother stated there was a bump on his head and gave him an (B)(6). She stated they did not seek medical attention.